Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error 41622. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the product fault occurred during infusion. There was a delay in therapy, and it was ¿probably not harmful, but not quite clear¿. The pump was exchanged. One device was returned for evaluation. Visual inspection revealed the lcd lens scratched. The event history log was reviewed and functional testing performed; however, the reported issue could not be replicated. The root cause was unknown. The cam sensor was replaced as a preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.